Event description:
It was reported that a user of the ilet experienced rapidly decreasing blood glucose from 210 mg/dl to 135 mg/dl, with concurrent discrepancy between a fingerstick reading of 210 mg/dl and the pump reading of 180 mg/dl, and received education to treat only if glucose reached 90 mg/dl with fast-acting carbohydrates or glucose tablets. Symptoms included high glucose. Outcomes included no reported injury, no medical intervention beyond self-management education, and no hospitalization. Investigation included troubleshooting and user education regarding treatment thresholds for hypoglycemia prevention. Investigation of this case revealed no device malfunction identified, with cause of hyperglycemia unclear and no specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.